Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) it was noted that the patient appropriately received three shocks for ventricular fibrillation (vf) episode. Additionally, it was questioned why the third shock was delivered when the rhythm terminated. A review of device data was performed that noted two shock therapy was administered. It was also indicated that six episodes in the vf zone were committed shocks and once re-detection is met shock therapy will be delivered. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.